Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a gradual change in therapy or symptoms on (B)(6) 2015. The patient had a loss of therapy, had no control, and the symptom control was not 50 percent or better. The patient increased stimulation and could barely feel it, whereas when they noticed the symptom return, they weren't feeling stimulation. The patient's setting was increased from 3.6v to 3.9v or 4.0v on program 1 and stimulation was on. The patient went through airport security. No falls or trauma were reported that could be related to the issue. The patient's family member didn't believe that the patient was keeping track of their symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.